Manufacturer narrative:
Evaluation summary: the product lot number was not provided and batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated. On a periodic basis, data is presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Effusion in the knee [joint effusion]. Swelling (left) knee [joint swelling]. Pain (left) knee [arthralgia]. Case description: spontaneous report received on (B)(6) 2010 from an orthopedist via a company sales representative regarding a patient, initials and gender unknown. The patient received one injection of synvisc-one on an unknown date, after which they experienced effusion in the knee. At the time of this report, the outcome of effusion in the knee was unknown. No lot number was provided. No further information was provided. Additional information was received on (B)(6) 2010 from the orthopedist who confirmed that the (B)(6) male patient had a history of gonitis in the left knee. The physician confirmed that the patient received synvisc-one on (B)(6) 2010 in the left knee. On an unknown date in 2010, the patient experienced a delayed occurrence of swelling, pain and effusion in the left knee. On an unknown date in 2010, a synovial fluid swab analysis was performed on the left knee. The results were negative with no growth and the effusion was clear-serous. The physician stated that the relationship of the reported events to synvisc-one injection was probable. The physician labeled this case serious as medical or surgical intervention was required. At the time of this report, the patient had not yet recovered from any of the reported events. No further information was provided. MFR's comment: the benefit-risk relationship of synvisc-one is not affected by this report.